Event description:
It was reported the lv lead had no capture. It was explanted and replaced. After the lead was disconnected, it reportedly broke into two parts. The patient's outcome was noted as 'ok'.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) distal conductor fractured; proximal segment returned and analyzed.